Event description:
It was reported that, "asnis micro set, when the doctor was putting in the screw, over the guide wire the cannulated screw driver, the torex tip fractured."

Manufacturer narrative:
The affected device was not returned for investigation and the root cause for the event can therefore not be determined. Considering the former investigation results, there is no indications for any material, manufacturing or design related issues.